Event description:
We received an advisory from the department of public health office of emergency medical services back on 11/28/2006 regarding possible failures of the heat weld on the ischial strap on hare traction splints. Today, 02/22/2007, during one of our inspections of our dyna med inc. Hare traction splint the heat weld failed on the ischial strap, separating completely. The splint was immediately taken out of service and we are trying to find out if there is a replacement for the strap or if we will need to replace the entire splint. We haven't had any luck to finding a replacement strap yet today.